Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿patient on heparin. Pump failure. Had to restart heparin drip supposed to be restarted at previous rate, 14.6 it was restarted at 13.6. Pharmacy was called in the afternoon and reported the error. Talked to charge rn; we decided to do a stat anti xa as it was more than 6 hours since last test. Now antixa back at 0.47 , so rate will stay at 13.6.¿ on follow up with the customer it was indicated the event occurred at 19:18 and that there was "no harm or injury" to the patient.